Event description:
It was reported that the target area was located in the vein graft of the diagonal artery. It was an aneurysm with a spontaneous perforation, likely due to erosion of the vein graft. The graftmaster stent would not cross to treat the perforation. A second stent was used successfully to treat the perforation. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.